Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Description: triathlon prim tib baseplate - cemented: cat #5520-b-400, lot #alke. Description: triathlon cr fem comp #4 r-cem: cat #5510-f-402, lot #src8m. Description: triathlon symmetric x3 patella: cat #5550-g-278, lot #0h99. It cannot be determined which, if any of these device may have caused or contributed to the pt's instability.

Event description:
It was reported that the pt had a pkr that was revised to a total knee which was unstable that was revised to the ps femur and universal tibia.